Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced a detached sensor wire which occurred 2 days after the sensor had been inserted in the arm. The patient reported that the sensor wire was left under the skin and that he could feel it. The patient went to the hospital and the sensor wire was removed by an endocrinologist using a scalpel. No symptoms were reported, and no further treatment was needed. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.